Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the endoscope displayed a blurry picture. The product was changed out. There was no harm to pt. The surgery was completed successfully.